Event description:
It was reported that intima-ii y18gax1.16in prn/ec slm was defective and leaked. The following information was provided by the initial reporter: on (B)(6) 2020, the puerpera came to the hospital for a pending delivery due to premature rupture of membranes, g1p0g38w head position. On (B)(6) 2020,the nurse gave pregnant woman sodium lactate ringer injection 500ml + oxytocin 2.5iu infusion, it found that heparin cap was broken during the process of infusion with closed intravenous indwelling needle, resulting in about 1ml of maternal blood flowing out. Nurses immediately clipped the indwelling needle sliding the clamp block, completed the infusion process after replacement of the new heparin cap, and made maternal explanations comfort work. The event was episodic, although not causing maternal distress, blood flow contaminated hospital beds, negatively impacting maternal psychology.

Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 9298551. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that intima-ii y18gax1.16in prn/ec slm was defective and leaked. The following information was provided by the initial reporter: on (B)(6) 2020, the puerpera came to the hospital for a pending delivery due to premature rupture of membranes, g1p0g38w head position. On (B)(6) 2020,the nurse gave pregnant woman sodium lactate ringer injection 500ml + oxytocin 2.5iu infusion, it found that heparin cap was broken during the process of infusion with closed intravenous indwelling needle, resulting in about 1ml of maternal blood flowing out. Nurses immediately clipped the indwelling needle sliding the clamp block, completed the infusion process after replacement of the new heparin cap, and made maternal explanations comfort work. The event was episodic, although not causing maternal distress, blood flow contaminated hospital beds, negatively impacting maternal psychology.